Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h11. Corrected fields: d9, g2: deleted health care professional box. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint wast confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "the lamp is not lit" occurred due to failure of the power unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a therapeutic cholecystectomy laparoscopic surgery.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source could not be lit. The issue occurred during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.